Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported event was reproduced. The cable was damaged and the endoscopic image was not displayed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by poor video communication to the video processor due to the defect of the cable. This defect of the cable may have been caused by user handling. The instruction manual provides preventive measures against the reported cable defect. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the cable was damaged and the endoscopic image was not displayed. There was no report of patient injury associated with this event.